Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported "terrible" reading vision, "doubled" and "shadowed" words/letters, ghosting, vision out of focus and blurry, glare/halos, and severe dry eyes following an intraocular lens (iol) implant procedure. She also complains that incoming light feels as though it is blocked. She uses +2.75 readers but feels her vision is blurry with them on as well. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient also experienced glare, very large halos and severe dry eyes. Both eyes feel swollen and constantly red. They also complain of constant tearing and irritation. The patient was diagnosed with posterior capsular opacification.